Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the manufacturer contact fax number (g1) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was a user related issue as clinical details noted no serial dilation was performed prior to introducer insertion. The cause of the high purge pressure could not be determined as no product was returned for evaluation to definitively conclude the cause of the multiple high purge pressure patterns seen in returned data logs.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 41-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). During the procedure, the patient developed a hematoma at the access site. Manual pressure was held and a femstop was applied. Best practices were confirmed. The activated clotting time (act) was 261. The patient was on cangrelor and heparin. While the patient was in the intensive care unit (ICU), there was high purge pressure (pp). Sodium bicarbonate was running. No kinks were noted. The alarm audio was disabled. Two days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 3.0l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.